Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the lead was found to have elevated thresholds and patient was schedule for lead revision. On (B)(6) 2020 a lead revision was performed. The lead remains implanted and functional. Patient condition was stable without injury before, during, and following the procedure.